Manufacturer narrative:
Product analysis: the product has been returned and analysis is in progress. A supplemental report will be filed upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 9 months post implant of this bioprosthetic mitral valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for the replacement was reported as moderate mitral regurgitation. It was also reported that the patient had severe heart failure with "multiple organ dysfunction". Upon explant, it was noted "sclerosis of the valve leaflet could be observed". No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that sections of the sewing ring appeared damaged and/or removed, likely occurring during the explant process. All leaflets were in the closed position with crowded free margins. All leaflets were slightly stiff yet pliable in areas with no visible calcification. An abrasion of unknown origin resulting in a hole was noted on the right cusp. Extrinsic calcification nodules were observed on the inflow right cusp restricting leaflet mobility. Intracuspal hematomas were present along the inflow margin of attachments of the left/right inferior coaptive area, left cusp, left/non-coronary inferior coaptive area, and non-coronary cusp. Tissue deterioration due to calcification was noted along the free margin and lunula of the left cusp adjacent to the left/right commissure. Tissue deterioration due to calcification was observed on the left/right commissure. A thin layer of pannus covered the right/non-coronary and left/non-coronary commissures. On the inflow, thick remnants of glistening off-white pannus lined the sewing ring of all cusps extending to the base stitching of the right cusp and non-coronary cusp. On the outflow, remnants of pannus remain attached to the outflow rail of all cusps, extending to the back of all stent posts. Radiography revealed calcification on the right cusp, left cusp, and all commissures. Conclusions: since the valve has been implanted for over 16 years, it is very unlikely that the regurgitation is due to any potential manufacturing issue. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common mechanisms which could lead to regurgitation. Calcification would be one of the common causes for these failure modes. From the finding in the analysis, tissue deterioration from calcification was confirmed. Calcification is a known inherent risk of bioprosthetic valve replacement and is considered a patient-related condition. A conclusive cause of the clot could not be determined by the available information. D4: serial # added h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.